Event description:
The blood leakage occurred 3 times when the pan-10 hemofilters were used for this pt on different dates. It is not reported when these events occurred. Co was reported from the dr concerned that the amount blood loss was 250cc and that the value of hct fell down from 29.4% to 27%. However, it is not clear that this blood loss occurred at these events or at other similar event (MDR no 8010002-2000-00009).